Event description:
It was reported that a regional three phase bone scan of the knees was performed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, the root cause for the instability and loosening cannot be concluded. However, the scar tissue, patella looseness and the ¿flexion contractures¿ could have contributed to this patient¿s issues. No further up-dated patient information has been submitted for review. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.